Event description:
It was reported the procedure was performed to treat a superficial femoral artery graft with no calcification. The supra core guide wire was successfully advanced and removed without resistance. After removal, it was noted that the guide wire tip was stretched. There was no separation noted. The guide wire was replaced with a new guide wire to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified the core was bent, kinked then separated 5mm proximal to the tip ball. The core material at the separation was jagged. The account confirmed the separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and material separation (core) were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.